Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide device is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was partially deployed and dried blood was observed on the device and the link was slack, indicating the foot was deployed. The reported failure to obtain the luminal blood marking was confirmed. The luminal marking test was performed prior to decontamination and during testing and the results were unsuccessful. Internal inspection found dried blood clots and other biological matter occluding the marker lumen. Based on the investigation findings, the root cause for the marker lumen blockage is due to blood clots or other biological matter. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported failure to obtain luminal blood marking when introducing the device into the patient anatomy. Also, there were no similar incidents that exhibited the marker lumen blockage. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician in training in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the device was inserted but an attempt to get blood flow was unsuccessful. The device was removed and an attempt to reflush the device was unsuccessful. A second proglide device was flushed properly, inserted but also failed to get proper blood flow. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was reported.